Event description:
A trilogy o2 ventilator was returned to the manufacturer for requested maintenance due to "ventilator service required" alarm condition occurred. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing (0030.0170 to 0030.0180). The technician recommended replacing the sensor board to address the issue. Since error code e-344 was confirmed in the error log indicating (obm_air_flow_sensor_failed), the oxygen blender board was replaced. In addition, the technician confirmed by operational checking that right button reacted as if pressed twice when pressed only once. Therefore, front panel/keypad led board was replaced. Since 0050.0500 to 0050.0020 for repair test resulted in fail, the technician recommended replacing the system board. However, it was not replaced per the customer's request. While the device age has exceeded its service life, the following parts designated by the customer were replaced per their request: trilogyo2 pm1 kit, detachable battery pack, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 43 micron filter. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded to 14.1.03.